Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer stated that he had over bolused himself. The customer then stated he had low blood glucose levels and as he was walking, his leg caught on something and he fell, also having seizures, which resulted in multiple fractures in four different areas of his legs. The customer stated that he last changed his infusion set a day before the event. After surgery, the customer stated that he was hospitalized again for gastroparesis, with symptoms of vomiting and nausea, which the doctor said was a result of his medication. The customer also stated that his blood glucose levels at time of second hospitalization was 180 mg/dl. However, customer then stated that he was hospitalized for a third time the day after he was released from the second event, with a blood glucose reading of 260 mg/dl. The customer also stated that the battery cap could not be removed. Programming was correct. Nothing further was reported.